Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a ruptured abdominal aortic aneurysm. It was reported that during the index procedure, despite determining the length of the stent graft limb required by measurement during the procedure, the length of the stent graft limb etlw1616c93ej was insufficient when it was inserted and was shorter than expected. The device was removed and a longer limb etlw1616c156ej was used instead. The procedure was successfully completed. As per the physician, the cause of the event cannot be determined. No additional clinical sequelae were reported, and the patient is fine.